Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 13-apr-2026 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the handpiece was received advanced with the lens partially out of the tip of the cartridge. The lens appeared folded with the leading haptic unfolded. Ophthalmic viscosurgical device (ovd) residue was present. The lens could not be removed for further evaluation. No other issues were identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided section d6a - implant date: n/a - lens was not implanted. Section d6b - explant date: n/a - lens was not implanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded, monofocal, intraocular lens (iol) was twisted. There was no patient contact with the device thus, no interventions were required. Account indicated that the iol was observed to be twisted, inside the cartridge, upon opening the packaging. The procedure was completed using a backup device. No further information was provided.